Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. The reporter stated that the pump emitted an occlusion alarm while the user was sleeping. The user allegedly disconnected and attempted to prime the tubing; however, the pump emitted an unconfirmed call service alarm. The cartridge was changed and the pump was rebooted. The alarm cleared and the tubing was reportedly primed successfully after the cartridge change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.